Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had changed the infusion set prior to calling tandem technical support. The customer's blood glucose was not impacted. During troubleshooting with tandem technical support, a system check was performed and the infusion set tubing was found to possibly be the cause of the alarm. The customer indicated that the infusion set tubing would be changed. Reportedly, the customer is using apidra.